Event description:
A nurse reports that a crack was noted on the intraocular lens following insertion. Enlargement of the incision was required to acommodate removal of the lens. Additional information has been requested.